Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31, 2026. This report summarizes 3 events for the failure: delivered as unsterile product. 2 events had problem identified before clinical use/exposure; there was no patient involvement. 1 event had insufficient information.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received. Evaluation findings (results/components): 3 devices: no device problem found / part/component/sub-assembly term not applicable. Product disposition: 3 devices: archived by stryker. Additional information: 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99270. Supplemental rationale: corrected data: b5, h6, h11. 3 previously reported events were included in this follow-up record. Product return status: 3 devices were received. Evaluation findings (results/components): 3 devices: no device problem found / part/component/sub-assembly term not applicable. Product disposition: 3 devices: archived by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 3 events for the failure: delivered as unsterile product. - 3 events had problem identified before clinical use/exposure; there was no patient involvement.